Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition which led to asystole greater than 2 seconds. An invasive procedure was performed at which time a new rv lead was attempted, but unsuccessfully implanted. The device was explanted due to normal battery depletion. No additional adverse patient effects were reported.